Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement alarm. Customer was able to clear the alarm. Customer did not receive request to rewind insulin pump. Customer also stated that insulin pump cap metal was loose and fall off. No harm and medical intervention were reported. Troubleshooting was performed. The device will not be returned for analysis.